Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient had a low blood glucose level of 63 mg/dl and suffered a seizure in (B)(6) 2012. The patient reportedly has seizures with lows. The patient was reportedly in school and was treated by the school nurse. The patient's low bg reportedly occurred following gym class where the patient was very active. The pump was not available to review at the time. This report is being made based on the allegation that the patient suffered hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the returned pump does not power on to verify screen, pump has blank display screen. The cover was removed to investigate; a wire attached to the power flex was found to be detached. To obtain the pump history and black box data the detached power flex wire was re-soldered. Flow test and investigation steps were performed after the repair of the power flex wire. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specification. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The last basal delivery was on (B)(4) 2012. No pump conditions or alarms representing a malfunction were recorded in the alarm history or the black box.